Manufacturer narrative:
The catalog number and lot code of the stem was provided. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. No additional information was made available. Therefore, the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
It was reported that the patient had a revision of the left total hip arthroplasty due to pain.

Manufacturer narrative:
The catalog number and lot code was not provided. It was noted that no additional information would be provided due to hospital policy. Therefore, the cause of the reported event could not be determined.

Event description:
It was reported that the patient had a revision of the left total hip arthroplasty due to pain.